Manufacturer narrative:
Initial reporter is synthes sales representative. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) was reviewed and the complaint condition could be confirmed as the device is stripped as seen in the image provided. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the symphony final tightener x15 driver was stripped. Procedure and patient outcome is unknown. This complaint involves one (1) device. This report is for one (1) x15 driver final tightener. This is report 1 of 1 for (B)(4).